Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A physician was using the (B)(4) 3.5 tap medical device during surgery. While using the device to tap the bone the tip of the instrument (tap) broke off. There was a spare instrument available and it was used to complete the surgery.